Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 rails were failed. A field service engineer (fse) found that drawer 2.1 was missing bumpers and that the bearing cage was off track and damaged and the damaged components were removed so the drawer could open and close well enough to function temporarily and replaced the drawer. The fse removed all compartments from the old drawer, transferred them to the new drawer, and installed the replacement. The original drawer was noted to have significant retractor band damage. The fse also reset the middle divider on the new drawer, which had been dislodged from the left side tabs. Red marks were observed along both sides of the drawer and once everything had been buttoned back up and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 rails were failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.